Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer has reported that the system was not in clinical use and the couch moved downward and outward without being commanded to move. Philips svc determined the couch motion was the result of stuck buttons on the right hand gantry control panel. There was no report of harm to a pt or operator.